Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited atrial oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medical device: dtba1d1 crt-d implanted: (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead exhibited p-wave undersensing and far-field r wave oversensing during atrial arrhythmias. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the atrial arrythmia's were caused by the oversensing.